Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 60 mg/dl. The customer was treated with food or juice. The customer stated that he is not sure why blood glucose were low. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 60 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the motion sensor test failure, unexpected restart, occlusion or no delivery tests due to the motor error alarm. Unable to confirm the motor position encoder error alarm due to an erased history file. No unexpected battery out limit or reprogram alarm was noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, minor scratches on the display window and a missing end cap sticker.